Event description:
(B)(6) 2018. (B)(6) was driving the scooter up a slope, and then she drop down curb. It caused her right arm, wrist, thumb and hand injured. (B)(6) 2018. (B)(6) claimed to UK distributor about this accident event, and thought the scooter is faulty because she had fallen off twice. Once coming up a curb and once pushing it up the drive. (B)(6) 2019. Importer received this report on (B)(6) 2019.

Manufacturer narrative:
We have received updated info from our UK distributor, their insurance company who received the claim from (B)(6) has been denied.

Event description:
(B)(6) 2018: mrs. (B)(6) was driving the scooter up a slope, and then she drop down curb. It caused her right arm, wrist, thumb and hand injured. (B)(6) 2018: mrs. (B)(6) claimed to (B)(4) distributor about this accident event, and thought the scooter is faulty because she had fallen off twice. Once coming up a curb and once pushing it up the drive. (B)(6) 2019: importer received this report on jan./25/2019.